Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor readings had discrepancies. The sensor glucose reading was 49 mg/dl, compared to the blood glucose reading of 79 mg/dl. The customer stated that this problem shut the insulin pump off. Later the customer called back to report that the sensor reading was 88 mg/dl and the blood glucose reading was then 122 mg/dl. The customer completed troubleshooting with the helpline. The customer was advised to call back if problems persisted. The customer called back again to report that problems persisted. It was unknown if the product was replaced, and the product was not returned.